Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse effect to the customer's blood glucose level. It was also reported that occlusion alarms occurred. Customer was unable to change pump supplies to due to altitude alarm. Reportedly, the customer reverted to another form of insulin therapy.